Event description:
It was reported that a patient had a partial bilateral brachial plexus palsy post-op that was somewhat predicted by degraded intraoperative upper somatosensory potentials. The patient awoke with grade 4/5 strength in his hands and arms which returned to normal within 1 month following surgery.

Manufacturer narrative:
A review of the device history records for this device was not possible without additional product information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.